Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reservoir was not locking properly and has a loose connection. The customer stated that insulin leaked from the transfer guard onto the reservoir, but she connected to the infusion set anyways. The customer stated that her blood glucose was low the night before, and she believes it was due to the leaks. No further information was provided.